Manufacturer narrative:
(B)(4). The rt020 end expiratory filter (rt020 filter) is a single use product designed as bacterial/viral filter to prevent contamination of the ventilator by microorganisms present in the ventilatory gases of patients undergoing treatment. The complaint rt020 filter has not been received by fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, our knowledge of the product and previous investigations into similar complaints. This customer had experienced an occluded rt020 filter during use with nebulized drugs. The occlusion of the filter was most likely due to the rt020 fliter being saturated with the saline solution while nebulized drugs were being administered to the patient. Rt020 end expiratory filters are visually inspected and pressure tested for leaks before leaving the production line, and those that fail are rejected. The complaint rt020 filter would have met the required specifications at the time of production. Our user instructions which accompany the rt020 filter state: change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure. When nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure.

Event description:
A healthcare facility in london reported via a fisher & paykel healthcare (f&p) field representative that a rt020 end expiratory filter was changed after an hour of use due to the restriction of the gas flow. There was no reported patient involvement or consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the customer to determine if the complaint rt020 expiratory filter caused or contributed to the reported event. We will provide a follow up report upon completion of the investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a rt020 end expiratory filter was changed after an hour of use due to the restriction of the gas flow. There was no reported patient involvement or consequences.